Event description:
The customer reported that the device was used for an open hemicolectomy procedure. Large bundles of tissue were being sealed and cut successfully. Then after another seal and cut, when the surgeon opened the device, the jaw of the device was found to be broken. Nothing fell into the patient cavity. A new device was opened to complete the case. There was no patient injury reported. A preliminary evaluation of the device at covidien has found that a small piece of "amodele" is missing from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.